Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the technician rotated pre-load injector multiple times, then let the injector sit for approximately 5 minutes prior to implantation when it was noted the intraocular lens (iol) had a lens crack after inserting the iol into the right eye. The surgeon suspects the plunger cracked the iol. The lens was removed during the same procedure and was discarded. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no patient injury. The patient is doing fine. No additional information was provided.